Event description:
It was reported that three fibers broke during a kidney stone procedure. It is unknown how the case was completed. Patient outcome: "no damages to the patient." This report if for the second surgical fiber.

Manufacturer narrative:
Reference mfrs #: 2937094-2013-01280, 01282. Fiber analysis: the fiber was returned in three sections. The first, 5.5 feet proximal section of the fiber was found to be fractured at the non-connector end. The fiber jacket of the second (3.3 feet) section showed evidence of being stretch/pulled apart. The third (3.3 feet) section, also showed evidence of being stretch/pulled apart at one end and bent/fractured at the opposite end. No burning/thermal damage was observed or any of the returned fiber segments. The most probable root cause of the device failure was determined to be user handling/excessive bending during the procedure.